Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. There was no audio/beep anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she got her insulin pump wet. Customer tried to put it in rice and dry it off but the pump does not respond. Customer stated that the screen is blank with water underneath and it makes a strange noise. Customer's blood glucose is 223 mg/dl. Customer reported that there is fluid under the lcd display and the pump was exposed to fluid when she jumped into the pool. Customer stated that she has a blank display. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.